Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version 4.11j, retainer ring = clear. Customer complained on 10/20/2021 for damage to retainer ring. Pump passed the displacement test and p-cap locks properly into reservoir, however, cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked battery tube threads, corroded battery tube, cracked retainer and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked retainer ring was noted. (B)(4).